Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 148 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 82 alarms noted during testing. The motor was tested outside the pump and passed. (B)(4).